Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 14 years and 9 months post-implantation due to grinding of the hip and elevated chromium and cobalt levels. During the revision procedure, metal-related pathology was encountered, including cloudy fluid, tissue staining, and metal staining in the femoral cancellous bone. The femoral stem was found cold-welded to the head. Stem, head, and taper adapter were revised. Cup was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Labs taken two separate times indicated elevated metal ions. A revision occurred where the joint was consistent with metallosis from mild tissue staining. The head could not be removed from the trunnion due to cold welding. The head, adapter, and stem were explanted and replaced. A definitive root cause cannot be determined for the metal related pathology. No problem was found relating to the head assembly getting cold welded to the stem. The devices are designed to achieve stable, long term fixation, as described in the cold weld memo. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.